Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). D4 (UDI) is unknown. No product information has been provided to date. G5 510k is unknown. No information has been provided to date. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of product. A product sample was received for evaluation. Visual and functional testing were performed. One sample was with its opened original packaging inside a ziplock bag. The sample was visually inspected with a 12 inches distance under normal conditions of illumination. During the visual inspection, no discrepancies were detected. During the functional testing the sample did not pass the leak test. The root cause was related to the manufacturing process. As preventive action a corrective action prevention plan has been opened in order to implement proper corrective actions.

Event description:
It was reported that the product could not pass a pre-use air leak check. No patient injury was reported.